Manufacturer narrative:
The lens and company cartridge were returned. Viscoelastic was dried on the lens. One haptic was broken gusset area, returned. The optic had angled cracks on opposite sides. The optic edge was scraped on the anterior surface near one cracked area. A scratch was observed on the anterior surface near the other cracked area. This damage may indicate a plunger override occurred. The used company cartridge was evaluated. Inadequate viscoelastic was observed. Viscoelastic was only observed just past the loading area. The cartridge tip had heavy stress and two large aneurysms, one on the right side and one on the left side of the tip. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the broken haptic appeared to be related to a failure to follow the IFU. The lens and cartridge had damage that would indicate a plunger override occurred. Inadequate viscoelastic was observed. Viscoelastic was only observed just past the loading area. The cartridge tip had heavy stress and two large aneurysms. The optic had a broken haptic and had angled cracks on opposite sides. The optic edge was scraped on the anterior surface near one cracked area. The observed damage would indicate the lens/plunger were not in acceptable positions for advancement. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure the lens was fine when loading but when it was doing to inject the haptic snapped and took a chunk out of the lens. Additional information has been requested.